Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial right total hip arthroplasty was performed with a revision procedure nine (9) years later due to a periprosthetic fracture. The patient then experienced multiple dislocations, and underwent an open reduction as the femur had fractured as a result of the multiple closed reductions. All products remain implanted and the fracture was reduced. Root cause was unable to be determined. Reported event was confirmed by review of provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). A2: year of birth: 1938. D10: medical product: allofit it alloclassic, shell for acetabulum, uncemented, 50/hh: catalog#00875505000, lot#2611175; unknown femoral head: catalog#ni, lot#ni; unknown femoral stem: catalog#ni, lot#ni. G2: foreign: germany. The product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported via a clinical study that a patient underwent an initial right total hip arthroplasty. Subsequently, nine (9) years post-implantation, the patient experienced two dislocations within two days requiring closed reduction surgeries. Due diligence is in progress for this event; to date no further information has been reported.